Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. It was noted: "ring had to be taken out again and the valve had to be replaced with a mech valve." No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.